Event description:
A malfunction alarm with code malf 14 occurred, which was resettable. The customer's blood glucose level impact was unknown due to the customer's decision not to disclose the information. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.